Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had recently rebooted at random. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/24/2013 with the following findings: during investigation, the pump history was reviewed and revealed no warnings related to complaint in the black box, however, multiple reboots was observed on (B)(6) 2013. The battery compartment was found to be intact with no cracks. There was no evidence of moisture contamination inside the battery compartment. No battery cap was returned with the pump; a test cap was used for evaluation and a power loss was not observed during testing. The pump was exercised for 24 hours with no power loss or battery related warnings observed. The pump case was removed; no evidence of moisture or loose components were identified inside the pump. There was no evidence of intermittent contact in the battery terminal contacts. The intermittent power issue was not able to be duplicated during the investigation.